Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31562423l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch sf and the patient experienced pericardial effusion treated with pericardial drainage. During ablating below the aortic valve, pericardial effusion/cardiac tamponade was confirmed. It was unclear to the physician which catheter, wire, or sheath injured the endocardium and when the event occurred. The patient condition stabilized by pericardial drainage. Pvc treatment was interrupted, and the patient left the room. The physician's assessment regarding health hazard was non-severe (moderate/mild). Septal puncture was performed with rf needle. The physician¿s comment regarding the relationship between the event and the product was that the relationship with the product is unclear. It is also unknown where the bleeding occurred. No extension of hospitalization noted. Contact force (cf) monitoring method used included dashboard, vector, and visitag. Visitag color settings was tag index. Additional visitag filter used was force over time (fot). No abnormalities observed prior/during product use. Additional event information was received indicating the event occurred during use of the biw products; during ablation phase. Radiofrequency (rf) energy was delivered. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. Patient was reported as improved.